Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one 23cm hemosplit w/ 14.5 fr catheter and one tunneler were returned for evaluation. Visual and microscopic evaluation was performed. Although tunneler detachment of the catheter cannot be confirmed, a damaged tunneler is confirmed. The sample was received with the catheter attached to the tunneler. A split was observed on the distal end of the plastic sheath, which had a mostly granular break surface. The root cause of the event is unknown as it is not known where or how this damage occurred. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2019).

Event description:
It was reported that the tunneler in the insertion kit allegedly cracked and detached from the catheter. It was further reported that second kit was opened and another tunneler was used to complete the case. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tunneler in the insertion kit allegedly cracked and detached from the catheter. It was further reported that the second kit was opened and another tunneler was used to complete the case. There was no reported patient injury.